Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) were high while wearing the pod longer than 48 hours. After realizing elevated bg levels and feeling pain, patient found needle had not retracted as intended; this indicates that a needle mechanism failure occurred.

Manufacturer narrative:
The pod was returned with the needle partially deployed, the linkage assembly in the fully deployed position, and the needle exposed. Upon removing the top housing, the formed needle was observed to be disengaged from the slide retract, and visible damage to the slide retract was observed due to the incorrectly installed formed needle. The exposed formed needle was observed to have caused the pain during insertion. No alarms, drive stalls or time outs were observed in the data. No other damages or deficiencies were observed that would have stopped the device from running as intended.